Event description:
On (B)(6) 2013, it was reported that the up, down arrow, and ok keypad buttons required multiple presses to respond. It was reported that the ok button symbol was worn off. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.